Event description:
The family members called the nurse as the line had disconnected/sheared at the y connection. Blood was coming from the line and it had to be clamped. An attempt was made to salvage the line by mending with repair kit, but one of the lumens was blocked. The line had to be removed. Ti was unclear exactly what the patient was doing when the line sheared; although it had been noted before that the line was twisting on itself excessively, partly due to patient's activities. The line had been placed about 4-6 weeks previous to this event.